Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd administration set was leaking medication at the filter. There was no patient injury due to the reported event.